Event description:
On (B)(6) 2011, the patient contacted animas alleging that he developed a blood glucose symptoms of a headache and tiredness 3 times and a blood glucose (bg) level of "450 mg/dl" while using cartridges with an affected lot number. During the time of concern, the patient also claimed that he went to an emergency room (ER). In one case, the patient went to the ER per the advice of his doctor. It is unclear what treatment, if any, the patient received during each visit to the ER. The patient denied noticing any leakages or air bubbles in the cartridges. He indicated that the inside of the pump was dry. The patient denied noticing blood at the skin site. After his blood glucose levels allegedly ran high for 2 days, he changed out his site, cartridge, and insulin. His bg's were reportedly resolved. The patient alleged that the cartridges caused his elevated bg levels. The patient denied having an illness or medication changes during the time of concern. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he went to an ER twice while using the reported cartridges.

Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot number b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.